Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was learned that a patient with a 21mm 3300tfx aortic valve was explanted after an implant duration of 8 years, 1 month due to unknown reasons. The explanted valve was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of alate bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined.

Manufacturer narrative:
Added information to d9, h2, h3, h6. Device evaluation: as received, all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform was bent outward around leaflet 3 and heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Large sections of the sewing ring were cut off and exposed the metal band around the inflow aspect of the valve. Fragments of the cut off sewing ring were returned with attached sutures.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.